Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer, after following instructions to leave the wall adapter plugged into a working outlet for at least 30 minutes, successfully got the pump to charge using the original charging supplies, and no further assistance was required.